Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. It is possible the reprocessing steps were not completed due to the clogged nozzle. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the air/water nozzle was blocked. The additional evaluation findings are as follows: the labels were peeling, the biopsy channel was leaking at the plastic distal end cover, the plastic distal end cover insulation adhesive was peeling off, the plastic distal end cover was dented, the light guide lens was chipped, the bending section cover glue was cracked, the insertion tube had scratches and was squashed, the light guide tube was buckled/inflated, there was an issue associated with the suction flow, the control knob movement had excessive play and there was a bending section cover glue leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing the evis exera iii gastrointestinal videoscope, the reprocessing cycle is not complete (tried multiple times) and the air channel was blocked. There were no reports of patient harm.